Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the lens was decentered. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was mechanical breakdown of lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is pulled out of the haptic insertion area and bent in the gusset area. The lens is cut in half, typical of insertion and removal from the eye. Sections of the optic edge are broken off in two areas of the lens. A dimensional inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Lens damage was observed that was cause by removal from the eye. We are unable to verify the lens was dislocated in the eye. A dimensional inspection could not be conducted due to extensive damage. Information was provided that the 2.0 diopter lens was exchanged for a non-company 24.0 diopter lens. The large change in diopter may indicate the issues were not related to the monofocal lens being decentered nasally. The manufacturer internal reference number is:(B)(4).